Manufacturer narrative:
(B)(4).

Event description:
Reportedly on (B)(6) 2017 (two days after implant) the physician observed no sensing and pacing in atrium. He decided to perform an implant revision, observing an issue on the atrial screw. Due to this, he decided to replace this device, returning it for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2017 (two days after implant) the physician observed no sensing and pacing in atrium. He decided to perform an implant revision, observing an issue on the atrial screw. Due to this, he decided to replace this device, returning it for analysis.